Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump became non-responsive while showing a green light and appeared disconnected in the app despite attempts with multiple chargers and an app restart; the user switched to subcutaneous insulin via pen and a replacement pump was arranged, with the issue characterized as screen/touch input unresponsive involving the touchscreen. Symptoms included hyperglycemia with diaphoresis, dry mouth, fatigue, and dry heaving. Outcomes included unexpected medication intervention and classification as a serious illness or impairment. Investigation included communication with the caregiver, review and analysis of user-provided information including a video, and interviews. Investigation of this case revealed a software problem associated with unresponsive controls on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.